Event description:
It was reported that intermittently, the system was not playing back the cine runs and had a loss of cine function. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board, cine hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and returned to service.